Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 06/18/2015 with the following findings: during investigation, the battery compartment was found to be cracked in two places and the top of the battery cap was worn. Unrelated to the complaint, testing revealed the time and date reset to default settings. The pump was opened and evaluation revealed the internal clock battery on the circuit board had failed. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked in two places. Evaluation also revealed the top of the battery cap was worn. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2015.